Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that when unplugged during a solid minute the subject smartview home monitor and then plugged the unit back in, the box booted up and then displayed an amber light until the device's light went out. It was requested to the patient to reset the device to try this again, but the behaviour persisted, after two more attempts.

Event description:
It was reported that when unplugged during a solid minute the subject smartview home monitor and then plugged the unit back in, the box booted up and then displayed an amber light until the device's light went out. It was requested to the patient to reset the device to try this again, but the behaviour persisted, after two more attempts.